Manufacturer narrative:
D4 - UDI no. - not yet required. The actual sample was not returned to the manufacturing facility for evaluation and the production lot number was not provided. Therefore the investigation is based upon the user facility information and the evaluation of the current product. Visual inspection found no anomalies in the appearance. The outer surface of the sheath tube was tested and confirmed to have hydrophilic coating on the tube. The sheath tube was cut vertically for inspection of the cut cross-section under magnification. No deformation in the round shape was confirmed. The outside and inside diameters and the wall thickness were confirmed to meet manufacturing specifications. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record, shipping inspection record and complaint files. There is no evidence that this event was related to a device defect or malfunction. The current product sample was verified to be the normal product. From the investigation result and the available information, a cause-and effect relation between this product and the reported hematoma was unable to be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported that the patient developed a hematoma in the right arm upon removal of the sheath that was used during a procedure. Follow up communication with the user facility confirmed the following information: the patient developed a large hematoma on the right forearm during sheath removal; manual pressure was applied; the tr band was repositioned; the patient's arm was compressed with a wrap; protamine given and aggrastat discontinued after continued oozing; there was no evidence of compartment syndrome; positive vascular supply and feeling in the hand; blood loss was less than 250ml and bleeding was successfully controlled; the procedure was completed; and the patient was reported as doing fine.